Event description:
Related manufacturer reference number: 2017865-2024-33030; related manufacturer reference number: 2017865-2024-33031. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was hypertensive heart disease and chronic kidney disease.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.